Event description:
A study reported that an ophthalmic visco surgical device was used in a study and the volunteers experienced high intra ocular pressure (iop) and endothelial cell loss. No further information expected as customer was unwilling to provide.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: "effect of healon5 and 4 other viscoelastic substances on intraocular pressure and endothelium after cataract surgery" (j cataract refract surg feb/2001:27 214-218). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. Adverse events are followed-up by manufacturer. No product returned for evaluation. As no product returned and all initial testing results are within specification a conclusive root cause could not be determined. All batches are released according to the required specifications. As no product is returned, the complaint could not be verified and therefore no action is initiated. However further trending is performed the manufacturer internal reference number is: (B)(4).